Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.3, laboratory inr: 4.1. The time between testing was 1.5 hours. Reportedly, multiple drops of blood was added to the strip. Therapeutic range 2.5 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.